Event description:
During evaluation of a returned novum iq large volume pump, a system error (se) 20602 (monitor motor stall) was observed in the ehl (event history log). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. An event history log review was performed, and a system error 20602 (monitor motor stall) was observed. A visual inspection was performed, and no signs of fluid ingress on the shuttle and shuttle covers were observed. The reported condition was verified. The cause of the condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.